Event description:
Per the clinic, the experienced tip foldover, facial nerve stimulation on multiple electrodes and lack of hearing performance over time. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.